Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the low voltage capacitors of this pacemaker. This high current condition depleted the device battery faster than normal.

Event description:
It was reported that this pacemaker was explanted and replaced without incident and returned for analysis. Upon return to boston scientific after explantation, a detailed analysis confirmed premature battery depletion. It was determined that the low voltage capacitors were compromised. No additional adverse patient effects were reported.